Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3057, product type screening device device code (B)(4) and patient code (B)(4) pertain to the lead.

Event description:
Information was received from a trial patient with an external neurostimulator (ens). The patient reported that they were seeing a settings not available, screen 59, after they attempted to increase stimulation. The patient stated that when the trial was being implanted the healthcare professional (hcp) tried the right side first and set stimulation to .1. The patient noted that the right side at .1 gave them a nasty jolt and the hcp stated that maybe the lead was on a nerve. The patient noted that the hcp then tried the left side and told the patient that the left side worked at .6 and that the left side was sensitive. The patient stated that they thought the device was working great and then the next day the patient increased to .9 so they could feel stimulation. The patient then backed down to .8 and noted that they were increasing so they could feel stimulation. The patient then backed down to .1 as the hcp instructed. The patient noted that they had not felt stimulation the day before report, so they increased to 1.4 on the left side. The patient then later increased to 2.2 on the left side to again feel stimulation. The patient kept adjusting stimulation and switching sides throughout the day but was unclear and unsure about what setting they had increased to because they didn¿t write the information down. The patient added that the hcp had called on the day of report to see how the patient was doing and stated that the patient could switch to the right side. The patient stated that they had tried the right side and was able to increase to 2.4. The patient stated that they stopped feeling stimulation again, so they went back to the left side. The patient noted that they saw the screen 59, so they went to back to the right side but saw the screen 59 again. The patient noted that stimulation was now at .1 on both the right and left sides. The patient then added that they had not turned the ens off when driving because they had not experienced a side effect and noted that they messed with the settings when they were driving. The patient stated that they were supposed to go into the office the day after report to have the trial removed but they wanted to continue the trial. The patient stated that their hcp had stated that they could continue the trial and the ens and pp should last. The patient noted that the battery was a solid green. The patient stated that the hcp had told them that they could pull the wires out if they wanted. The patient decreased the amplitude to 0.0 ma and then increased back to desired settings but was not able to get past the screen 59 on both the right and left sides. The patient stated that they were experiencing frequency and had no relief of symptoms. The patient noted that the frequency made them go to the restroom 35 times the day before report. The patient added that they had painful urination before the trial and had not had painful urination since starting the trial but had pain from the trial being put in. The patient did not have another program to try and was advised to follow up with their hcp to have the device checked. No further complications were reported or were expected.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: explanted: product type: screening device. Device code (B)(4) pertains to the ens. Device code (B)(4) pertains to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their physician determined that the cause of the settings not available message and not feeling stimulation was because the lead had pulled out of their back. The patient noted that it was ok but just didn t work for them. It was indicated that they were going to try botox for the patient at the time of report. No further complications were reported or were expected.